Event description:
During a pci procedure, the balloon of the quantum mavarick monorail ptca catheter ruptured at 18atms on the third inflation. The atms of the first two inflations is unknown. The device was being used for a 90% restenosis and calcified in stent lesion in a tortuous proximal left anterior descending (lad) coronary artery. It was further reported that resistance was met with insertion. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".